Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed episode data and noted that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) as well six shocks, resulting in therapy exhaustion. The therapy appeared to be a result of supraventricular tachycardia (svt). Subsequently device reprogramming options were discussed and planned to be implemented. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed episode data and noted that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) as well six shocks, resulting in therapy exhaustion. The therapy appeared to be a result of supraventricular tachycardia (svt). Subsequently device reprogramming options were discussed and planned to be implemented. This device remains in service. No additional adverse patient effects were reported. This device was subsequently explanted due to therapy upgrade and returned for analysis.